Manufacturer narrative:
Batch review performed on 28 may 2020: lot 1907359: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The explanted liner is not marketed in the USA.

Event description:
Infected hip joint one month after primary operation. 2 hip wound washouts required to remove the infection and then head and liner change with 3rd washout.